Event description:
This pt came to the cath lab emergently. She was hemodynamically unstable with a systolic pressure of 60 mmhg. She was prepped and draped in standard manner. Access was gained in the left femoral artery. Coronary angiography was performed, finding a clot in the left main artery. A surgeon was consulted. A wire was placed in the left main artery. Then an angio-jet catheter was placed in the same artery. Before the clot could be removed, the fluoroscope equipment failed. Very quickly afterwards her pressure dropped to 40 mmhg. A portable c-arm was brought in. A balloon catheter was inserted just before arrest. Pt did arrest and died that day.